Manufacturer narrative:
The issue was discovered internally by system software verification (ssv) during software revision 3.1 related testing. Only dxh software revisions 3.0.2.0 and 1.1.1.0 are impacted by this issue. This issue cannot be reproduced with dxh connectivity with an sms (i.e., dxh 801, 1601 or 2401). This issue cannot be reproduced with test orders with related results. This issue has the potential to result in a sample misidentification leading to erroneous results to be released out of laboratory or delay in release of patient results to the physician. No complaints have been reported from the field. The issue occurs only when manually editing a pending test order. A corrective action is in process for resolution of the discovered issue. (B)(4).

Event description:
While doing software validation testing, it was discovered that dxh 800/sms software version 3.0.2.0 and dxh 600 software version 1.1.1.0 allow multiple orders with same specimen ID (identifier), but different patient identification when editing active orders. There were no patient samples or results involved in this event.

Manufacturer narrative:
The beckman coulter identifier (B)(6).